Event description:
A female patient and her daughter contacted lifecor customer support to report that the battery charger will not charge the battery packs. The cord in the back of the battery charger will no longer stay in the connector. Support sent the patient a replacement battery charger and a new battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger was completed. The reported problem was confirmed. Battery charger was tested and found to have a cracked connector casing. This allowed the plastic to slide forward not allowing the connector to stay in the charger. The part was repaired, retested and returned to stock. The root cause of the loose power connection cannot be determined. It was probably due to mechanical stress or the battery charger may have been dropped. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger and battery pack.